Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit passed self test. No unexpected missing segments / partial display anomaly during testing. Unit received cracked retainer, minor scratched display window, broken belt clip rails and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a partial display. The customer stated the insulin pump times out when a button was press. The customer stated the insulin pump was not dropped or bumped. The customer's blood glucose was unknown. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.